Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bent tube drive causing failed pm, front cover (bottom front corners cracked), rear case (bottom front corners cracked), handles (cracked), carriage block (worn split nut), flange gripper (discolored), flange gripper wiper seal (cracked), right iui (contaminated) and left iui (contaminated). Calibrated. A review of the device history record for sn(B)(6) was performed from date of manufacture 04/19/2013 to present date 11/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the device failed force accuracy test error. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported the device failed force accuracy test error. It was reported there was no patient involvement.